Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any inaccuracies occurred on the date of event. The root cause could not be determined. Additionally, a transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5208662) was returned. The device was visually inspected and no defects were found; however, there was no alleged malfunction to the transmitter device. An investigation for this device is not needed.